Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced inaccuracies that resulted in hypoglycemic event. The patient stated they took insulin when cgm (continuous glucose monitor) read 286 mg/dl, which caused their bg (blood glucose) to drop to 31 mg/dl. The ambulance was called, however treatment at the time of the event is unknown. At the time of contact, the patient was relaxing. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. The reported glucose values fall within the e zone of the parkes error grid.